Manufacturer narrative:
This report is filed, (B)(6) 2016. The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth at the abutment site. The patient has been treated with two courses of steroid injections, (B)(6) 2014 and (B)(6) 2015. The implanted device remains.

Manufacturer narrative:
Per the clinic, the patient was administered general anesthesia on (B)(6) 2016 to facilitate an abutment exchange. The implanted device remains. This report is filed june 30, 2016.